Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed multiple occlusion alarms but showed no evidence of loss of cartridge detection. During testing, the pump load step did not move the piston. The pump was exercised but alarmed for an occlusion within 3 minutes of priming. The pump was opened and a cold solder connection was found in the force sensor circuit resulting in a printed circuit board component becoming detached. The force sensor was found to be out of calibration. (B)(6).

Event description:
The pump was returned to animas for multiple occlusion alarms. Evaluation revealed a cold solder connection in the force sensor circuit. This report is made based on the results of evaluation.